Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker complained on heart palpitations. It was determined to be caused from the automatic threshold test. This feature was programmed off and the device remains in service. No adverse patient effects were reported.